Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service technician observed visible foam particles. The service technician observed that error codes e051 (e-51: err_corrupt_compliance_log), e065 (e-65: err_stuck_encoder_a) and e066 (e-66: err_stuck_encoder_b) were present. In addition, there was contamination from dust. The device was scrapped.